Event description:
The patient was undergoing a coil embolization procedure in the intercostal artery using ruby coils, a non-penumbra microcatheter, and a guidewire. During the procedure, the physician attempted to advance a ruby coil through the microcatheter; however, the ruby coil would not advance out of the microcatheter. Therefore, the ruby coil was removed. Next, the physician successfully implanted a second ruby coil using the microcatheter. Subsequently, the physician attempted to re-advance the first ruby coil through the microcatheter again; however, the ruby coil became stuck in the distal end of the microcatheter. The physician then attempted to remove the ruby coil; however, while retracting it, the ruby coil unintentionally detached. Therefore, the physician used a guidewire to pin the ruby coil within the microcatheter and then remove the microcatheter containing the detached ruby coil. The ruby coil was then removed from the microcatheter and the microcatheter was reinserted into the patient. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the sr component was fractured on the proximal end of the embolization coil. If the ruby coil is retracted against resistance during use, damage such as this may occur. The root cause of resistance during the procedure could not be determined. Further evaluation revealed offset coil winds on the embolization coil. This damage was incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.